Event description:
N/a.

Manufacturer narrative:
Corrected field: d3, d10, e1(phone5, h6(component codes). Updated field: b4, d9, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program with no reported patient harm. After two unanswered call attempts, the customer (gloria, rn) returned the call and reported an ¿iab catheter restriction¿ alarm on a cardiosave pump using a sensation plus 8fr 50cc iab inserted femorally. She confirmed there was no blood visible in the helium tubing. Troubleshooting guidance was provided, including checking for: external catheter kinks, patient bending at the inguinal crease and kinks near the y fitting. Gloria identified a kink at the y fitting. She and a colleague straightened and secured the catheter, then successfully resumed therapy using the iab fill and start functions. She expressed appreciation for the support. Attempts to collect patient and device information were declined, as the issue had been resolved and she did not wish to return the catheter. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, external catheter kinking at the y fitting, leading to restricted helium flow and triggering the ¿iab catheter restriction¿ alarm. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (investigation findings, investigation conclusion).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported through a direct call from the customer to the emergency support program that, intra-aortic balloon (iab) had catheter restriction and kinks in the catheter. There was no patient harm.